Manufacturer narrative:
Date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted on an unspecified date due to unspecified reasons. A new aus device consisting of a 3.5cm cuff, 61-70 cm h2o balloon and a pump, was later implanted on (B)(6) 2019. Further information was requested and not yet received.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted on an unspecified date due to unspecified reasons. A new aus device consisting of a 3.5cm cuff, 61-70 cm h2o balloon and a pump, was later implanted on (B)(6) 2019. It was further reported that the aus was explanted because the device was not working and the patient was leaking constantly. It was found that there was a hole in the balloon.

Manufacturer narrative:
Model number: 72404127 lot number: 102485007 model description: control pump fgs iz model number: 720157-01 lot number: 947678010 model description: cuff fgs 3.5 cm inhibizone date of event - estimated date was entered because date of event was not provided.